Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen was dim and faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2014 with the following findings: during testing, the pump powered on to a fully functional and fully illuminated display with no visible signs of fading or discoloration observed. No battery cap was returned with the pump. A test battery cap was used to complete all testing. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint that the display screen was dim and faded was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).